Manufacturer narrative:
Upon further investigation, the failure occurred during periodic maintenance which is outside of clinical use. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported error "backup alarm failed." There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective (central processing unit) cpu to address the reported problem. The unit successfully passed the required performance verification test.